Event description:
It was reported that a malfunction with code malf 0 occurred, however, there were no events prior to this issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating it was within an acceptable range. Technical support assisted the customer with resetting the pump, and the issue did not recur afterwards. The customer was advised to continue using the pump and to contact support if the malfunction happened again.